Event description:
It was reported that during a surgical procedure, it was noted that the blade broke and was retrieved by the surgeon. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. Update; it was further reported that a delay of 3 minutes occurred due to this event.

Manufacturer narrative:
He reported product involved with this event was returned for evaluation and the reported failure of blade breakage was confirmed. The device was sent to the product engineering group who concluded that the wear to the teeth and the outer edge of the blade would suggest that the blade did come into contact with metal while cutting. The fracture occurred in the area where the damage to the outer edge of the blade was sustained. The sudden impact of the blade coming into contact with metal could have caused the blade to fracture. Indications for use within the IFU also state; "the ezout acetabular cup removal system is intended to cut bone and hard tissue around the bone-to-cup interface." The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke and was retrieved by the surgeon. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.